Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 pro analyzer, and identified the failure mode as a leaking sample probe. The fse replaced the 3-way valve to resolve the issue. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneously low ise (ion selective electrolyte) patient result were generated and mc (modular chemistry) sample probe leaking on their unicel® dxc 600 instrument. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for one (1) patient sample. Patient demographics were not provided.